Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. It was also noted that the implantable pulse generator (ipg) was falsely detecting atrial arrhythmia. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction to regulatory report number 9614453-2018-03183. Aware date should read 17 jun 2020. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient was referred back to their pacemaker clinic to have the lead reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. It was also noted that the implantable pulse generator (ipg) was falsely detecting atrial arrhythmia. The lead and device remain in use. No patient complications have been reported as a result of this event.